Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, an alert for the elective replacement indicator (eri) was displayed due to suspected premature battery depletion as the longevity of the device had dropped unexpectedly. No further intervention was performed at this time and the device will continue to be monitored until explant. The patient was stable with no adverse consequences.